Event description:
Report received from (B)(6), regarding an attachment device that was allegedly getting hot and squealing. The event occurred during pre-testing and was not used during surgery. Reportedly, there was no delay in surgery, and no injuries or medical intervention were reported. No information was provided for spare device availability. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. During pre-testing, it was observed that the attachment device has a damaged tip, cannot insert the cutter, and the set screw was loose. Additionally, reliability engineering tested the device and the customer's reported condition of the device running hot was confirmed and duplicated. Findings indicate this event occurred due to usage wear over time. If additional information is received, a supplemental report will be sent accordingly. (B)(4).